Event description:
It was reported that the blue powder coating on the opes ablator chipped off in the pt's shoulder during surgery. An attempt was made to remove the fragment; the joint was flushed as soon as the event happened, but the fragment was not retrieved. The surgeon opened a new ablator, and the settings were on the MFR's recommendations. The procedure was completed. No further pt info was provided at the time of this report or in f/u communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received for evaluation. The complaint was not confirmed. All inspections were found to be acceptable. Inspection revealed no evidence of chipped and/or flaked coating of the blue distal tip section of the device. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this complaint could not be determined from the info provided and device evaluation. The results of the evaluation are being communicated to the event reporter.